Event description:
Customer called to report a sensor needle anomaly. Customer stated that after inserting the sensor the needle remained inside the body. Customer's blood glucose reading was 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.